Event description:
Report received of an adverse event due to a delay in critical therapy. Channel 2 of the pump was programmed to deliver an unspecified concentration of dopamine at a dose of 15mcg/kg/min to an "unstable patient" in the intesive care unit. At 0845, the pt's blood pressure was recorded to be 126/62 mmhg. At approx 1015, the nurse responded to the pt's cardiac monitor and found channel 2 had "alarmed malfunction and was inoperable." No audible alarm sounded. During this time, the pt's systolic blood pressure decreased to 44mmhg. The nurse removed the tubing set from the pump and administered the dopamine at an "unmeasured gravity flow to assist with bp elevation." The device was removed from clinical service. Therapy was continued using a replacement pump. At 1030, the pt's blood pressure returned to 120/64 mmhg. There were no reported adverse pt sequelae. Although requested, no additional info was provided.